Manufacturer narrative:
Investigation: the samples were not returned for investigation and the investigation was conducted based on the information provided. The lot number was unknown and possible lot numbers were estimated, which could be related to the customer, on the consignee list of the product in question (bb*wgq506a2); however, we were not able to find the data relating to the customer on the list. Review of the manufacturing record of the past year revealed that no abnormalities had been observed in the manufacturing process and the product had been manufactured as usual. The testing and inspection record of the past year was reviewed and confirmed that there had been no abnormalities in all release testing items including foreign matters. The product (bb*wgq506a2) conformed to the standards. A review of past complaints yielded one similar event. It was inferred that the cause of hemolysis/red-tinged plasma are the same as those stated in the root cause. Root cause: the reported incident may have occurred by a combination of the following common factors of hemolysis in blood products. Characteristics of blood there is a possibility of hemolysis if the blood of a donor has characteristics of red blood cell fragility. Bacterial contamination hemolysis is likely to occur if blood is contaminated with bacteria containing hemolysin. Excessively cooling blood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. There is a possibility of hemolysis due to this factor if the blood bag is locally cooled in the refrigerator. Filter occlusion filtration time is extended because the filter is likely to be occluded, and furthermore, when red blood cells flow through such an occluded filter, physical stress on the red blood cells may cause hemolysis.

Event description:
The customer reported hemolysis (red tinged plasma) in a filtered whole blood unit. After centrifugation of leukoreduced filtered unit, hemolysis was observed on the post-filtration plasma. The unit involved had a prolonged filtration time of greater than 2 hours. The units were quarantine and destroyed. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.